Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead measuring 51.0cm with the lead tip was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 13.2-15.7cm from the lead tip. Internal insulation abrasion was noted at 8.0-9.5cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed after the device was changed out due to normal eri. The lead was explanted and replaced. Patient condition after the event was good.